Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and perpetually booted up. Global receiver tool sound test was performed and passed. A speaker cable wiggle test was performed and passed. Data download was unable to be performed due to the perpetual rebooting. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and passed. The receiver case was opened to download the data log directly from the ui pcba board and no errors were found. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.